Event description:
Broken exeter stem. The small stem was put into a large person. He appeared to have a very good cement mantle at the time of revision, and there were no problems with the impacted bone or the cement.